Manufacturer narrative:
Technical support instructed the account to replace the brake casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the brake will hold on the stretcher, but the casters continue to swivel around.